Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2016-04376; reference MFR. Report# 1627487-2016-04378; reference MFR. Report# 1627487-2016-04379. It was reported the patient underwent surgical intervention on (B)(6) 2016 wherein the partial scs lead and the extensions left in-situ during the previous surgery (reference MFR. Report number: 1627487-2014-04008, 1627487-2014-04153 and 1627487-2014-04154 ) were explanted and replaced. Additionally, it was reported the patient experienced drainage at the anchor site. Allegedly, the anchor was explanted about a month back (date unknown). Reportedly, effective stimulation was restored postoperatively. As of (B)(6) 2016 the drainage was resolved.